Event description:
It was reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 18 mmol/l and ketones were present. Customer delivered a correction bolus via the pump to resolve elevated bg. Customer reverted to an alternate method of insulin therapy.